Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue currently affecting the db server. The technical support specialist (tss) confirmed that the issue with db server was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients and orders did not cross over an error message appeared, information was delayed and no machines were on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.